Event description:
It was found that the surgistool was drifting due to a malfunctioning jack assembly at the pump piston. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.